Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon on the returned device has a puncture in the balloon , likely caused by contact with something sharp. The batch history records were reviewed with no anomalies noted.

Event description:
It was reported that during a hysterectomy procedure, the balloon burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.